Event description:
The surgeon reported regrowth of capsular epithelium over capsulotomy on the surface of the iol. Surgeon performed yag capsulotomy on 8/25/99 and 9/22/99. The pt's visual acuity decreased to 20/60 at last reported. The lens remains implanted.